Manufacturer narrative:
(B)(4). In the opinion of the physician, use of this graftmaster did not contribute to a delay and did not cause or contribute to any adverse effects or patient death. No additional information was provided. (B)(4). Concomitant medical products: guide wire: runthrough; viperwire; wiggle, guide catheter: 6fr ebu 3.5 launcher , other: transit microcatheter. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a heavily calcified, 90% stenosed lesion in the tortuous proximal left anterior descending (lad) coronary artery, with an ectatic aneurysmal segment noted just past the stenosis. Orbital atherectomy was performed, resulting in hypotension and a perforation. Patient health then started to decline toward death. With a 6fr non-abbott guiding catheter, a non-abbott guide wire, and another non-abbott guide wire positioned, a 3.5x16mm rx graftmaster covered stent system was advanced via right radial access, but was unable to cross the perforation due to difficult anatomy. The graftmaster was withdrawn, followed by the guide wire. A non-abbott microcatheter and a wiggle wire were then positioned distally. The same graftmaster was then re-advanced and the stent was deployed at 22 atmospheres (atm), however, the perforation was not sealed as it was then angiographically discovered that the perforation was noted to be located in the left main coronary artery to the ostial lad, not in the proximal lad; the graftmaster had been inadvertently deployed completely outside of the targeted perforation area. As patient health continued to decline, the patient was referred for urgent coronary artery bypass surgery. While surgery treated the perforation, patient health continued to decline; the patient experienced cardiac tamponade and arrested. Despite initiation of cardiopulmonary resuscitation (CPR), the patient expired 20 minutes later due to the tamponade and arrest caused by the perforation and due to patient pre-existing co-morbidities.